Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Caller stated that the customer had pneumonia and her infusion set cannula was bent when it was removed. Caller also stated that the customer insulin pump was alarming no delivery prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.